Event description:
This lead was implanted on (B)(6) 2001 and will be extracted due to impedances over 2500 ohms. It was reported to technical services on (B)(6) 2011 that dr. (B)(6) at (B)(6) hospital will be doing this procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).